Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735225r, synergy spine s7; i7 2.1 9733686 version 2.1.0. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During a lumbar fusion, the site had to re-calibrate the instrument trackers multiple times throughout the case. The trackers had been calibrated prior to the procedure. It was noted a third tracker was in the in the procedure, but not being used. When the trackers were shown to the camera, the calibration pop-up would appear and require the surgeon to calibrate the instrument again. The issue resulted in less the one hour procedure delay. The procedure was completed with aborting navigation. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
Correction: it was determined that navigation was not aborted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated navigation was not aborted. The procedure was completed without using the instrument tracker for the rest of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the surgeon decided not to use the instrument tracker for the rest of the procedure. The site refused to provide patient information. No further information was provided.